Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a trochanteric fracture of the femur. The surgeon and the surgeon-in-training performed the operation. The proximal femoral nail antirotation (pfna) blade was attached to the impactor as usual. In the process of locking the pfna blade, the impactor could not rotate and was not removed. Once the blade was removed, the surgeon tried to remove it by using a wrench outside of the body. The impactor still did not rotate. The surgeon decided to use another sized blade and implants for removal to finish the operation. It was reported the surgeon suspected in the process of locking, the impactor rotated in reverse. If overtightening was the cause, the connection between the impactor and the pfna blade would result in the implant not being able to be removed. The surgeon requested the analysis and investigation when complete. No article was received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device received for evaluation. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hwc. Unknown 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The result of the additional evaluation is as follows: the bushing of the blade is about 45 degrees rotated and jammed up. The mechanism of the blade was fully functional after spinning back the bushing. This was likely caused by the surgeon turning the mechanism of the blade into the wrong direction, which resulted in the bushing jamming up. It is also clearly visible that too much mechanical force (hammer blows) was used, which resulted in the cracking of the weld of the impactor head. The device history records were researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with these items in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.